Manufacturer narrative:
Product event summary #s7 damaged spine instruments other relevant device(s) are: product ID: 9 733856, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that 3 of their spine instruments were discovered to be damaged. Site did not disclose information of how the instruments were damaged and when it occurred. No patient present.